Event description:
A patient was seen in 2007 for laser skin rejuvenation and laser peeling. Before commencing with treatment, the pt's tolerance to the laser pixel was tested, and she was able to tolerate treatment setting at 1400 mj/pulse, the upper limit of the treatment parameters set by alma lasers. Treatment was commenced and on the third pass of this pt's treatment, the harmony laser machine shut down and showed a water system error. We verified that the water reservoir of the harmony platform was filled to the recommended capacity. Further troubleshooting with our alma lasers representative could not resolve the issue, and pt treatment was discontinued. The harmony laser platform would not restart and the pt felt that she did not receive the complete treatment. Three days later, with the machine having cooled off over the weekend, the harmony laser machine was able to boot up and the pt was brought back for re-treatment. She received laser pixel treatment at 1400mj/pulse and during the third pass, the harmony laser machine shut down once again with a water system error. We verified once again that the water reservoir was filled to the recommended capacity. Troubleshooting was attempted but this could not be resolved as well, and the pt treatment could not be continued. The pt felt that she had not received the complete treatment as promised. Patient came back for a follow-up on the following month; she once again voiced he concern that she did not receive the complete treatment; she was given a re-treatment at the same settings, and once again the harmony laser machine stopped during the third pass with a water system error. Because we could not complete a full treatment during the first appt, subsequent re-treatments were done at no cost to the pt. As we could not provide a full treatment to the pt, we feel the pt care was compromised. We purchased the harmony laser platform in 2005, and formed alma lasers in approx eight months later. In 2007, the laser pixel 2940nm ER: yag module was purchased from alma lasers and added to our harmony system. Part of this purchase was a software upgrade on the harmony platform and calibration to add the laser pixel handpiece. In the following month, our harmony platform was sent back to alma lasers for the software upgrade. Upon the machine's return to us from alma lasers, the harmony laser platform still did not recognize the pixel 2940 handpiece and had to be shipped back to alma lasers for a second software upgrade. We have not had any system errors with the harmony platform with the use of our other laser handpieces, however, in the use of the laser pixel 2940 handpiece, we have had at least 2 occasions where the harmony platform shut down during pt treatment at 1400 mj/pulse and showed a water system error. We have advised alma lasers that the water system error only occurs with the use of the laser pixel 2940 handpiece during aggressive treatment at 1400 mj/pulse. Our position is that the system error that occurs during the use of the laser pixel 2940 handpiece may be related to the software upgrade done on the harmony platform in adding the laser pixel 2940 to our harmony platform and alma lasers should further investigate the issue and run diagnostics on both the handpiece and the platform as one functional unit. The water system error does not occur during the use of the harmony platform with any of the other laser handpieces that we have in the clinic. The functionality of the laser handpieces are dependent on the software installed in the harmony laser platform. There is no software that is 100% perfect and programming flaws can only be documented and improved upon by receiving error reports from the users, which in turn allows the software engineers to analyze the info and write program patches to overcome the flaws and improve on the functionality of the hardware. The laser pixel 2940 handpiece is under warranty for 60,000 pulses, we have had at least 2 system errors occur before we have fired 1,000 pulses from the handpiece. Having worked with computers for the last 10 years, we believe that a hardware failure of the harmony platform will affect all the laser handpieces, but if it affects only 1 specific handpiece during a very specific situation, there is a big possibility that this is a software/programming issue. Our request for additional diagnostic testing of the harmony platform with the upgraded software that alma lasers installed has fallen on deaf ears. The system error occurs during the treatment of a pt, and troubleshooting has to be done while the pt is in the treatment chair. Because we could not provide a full treatment to the pt when she came for treatment and re-treatment, we feel that pt care was compromised.